Event description:
Patient was in the nicu with a PICC line. The nurse entered the room and observed that the line had broken at the hub. The remaining catheter was removed without injury to the patient.